Event description:
It was reported a patient with a history of diverticulitis, sleep apnea, obesity, and prior transient ischemic attack, underwent a laparoscopic hand-assisted left colectomy (sigmoid resection). No difficulties with device are reported although records are incomplete. An anastomotic leak was discovered via CT eight days later. Patient reportedly underwent an exploratory laparotomy and low anterior resection with creation of an end colostomy the following day. Operative findings revealed a disrupted anastomosis with a necrotic right colon that had perforated and appeared to kink in the right upper quadrant. Additionally, the fascial closure at the original handport site had disrupted, resulting in evisceration of small bowel into the subcutaneous tissue. The colostomy was initially planned for the right upper quadrant but was repositioned to the left lower quadrant due to concerns about kinking. The surgical supply logs identify a cdh25p device used in this surgery. The patient was discharged after three weeks in the hospital. Five months later, she underwent an open colostomy takedown with partial colon resection, coloproctostomy, and creation of a diverting loop ileostomy. Four months later, the patient underwent a takedown of the loop ileostomy with small bowel resection and side-to-side stapled anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.